Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The patient presented with a hypertrophic cardiomyopathy (hcm). The target lesion was located in the moderately tortuous non-calcified septum. A 1.50mm x 8mm apex flex balloon catheter was advanced and inflated at 6 atmospheres for 30 seconds. During removal of the device, the physician felt that the balloon catheter got stuck with the guidewire. Strong resistance was encountered during removal but was able to remove the device from the patient's body. The procedure was completed with 8x2.0mm apex flex balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an apex balloon catheter. The balloon was loosely folded, with fluid in the balloon and lumen. The balloon, distal tip, proximal bond, inner shaft and outer shaft were microscopically and tactile inspected. Inspection found no irregularities or defects. The inner diameter (ID) of the wire lumen was measured at the distal end which is within specification. The wire used in the procedure was not returned with the complaint device. Functional testing was completed using a kinetix guide wire. The wire advanced smoothly and without any issue in the complaint device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The patient presented with a hypertrophic cardiomyopathy (hcm). The target lesion was located in the moderately tortuous non-calcified septum. A 1.50mm x 8mm apex¿ flex balloon catheter was advanced and inflated at 6 atmospheres for 30 seconds. During removal of the device, the physician felt that the balloon catheter got stuck with the guidewire. Strong resistance was encountered during removal but was able to remove the device from the patient's body. The procedure was completed with 8x2.0mm apex¿ flex balloon catheter. No patient complications were reported and the patient's status was good.